Event description:
A distributor reported an issue with an angiovac circuit with bubble trap. It was reported that during assembly of the cec circuit for thromboaspiration, it was found that the ring had become detached, preventing the nut from being tightened and loosened to insert the mandrel. It was reported that this resulted in a less effective procedure and longer intervention time. It was later reported that the patient experienced an intraoperative iatrogenic pulmonary embolism during the procedure, after removal of the angiovac catheter, when the clot became dislodged. Thromboaspiration was then performed using an inari device. Currently, the patient is in good clinical health and is taking anticoagulants for her bilateral pulmonary embolism. The physician reported that there is no direct link between the malfunction of the angiovac device and the patient adverse event.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)